Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported a cerebrospinal fluid (csf) leakage around the cervical spine at the catheter insertion site which was 2 inch by 2 inch bulge beneath surface of skin. On (B)(6) 2013 the hcp opened up the cervical incision site and over sewed around the catheter insertion site. A lumbar drain was also put in place to minimize intrathecal pressure to allow over sewn area to heal. The gablofen infusion rate was decreased from 680 mcg/day to 100 mcg/day post operatively. The patient was then admitted into the hospital for observation of potential withdrawal. Additional information has been requested, but was not available as of the date of this report.